Manufacturer narrative:
We are aware that MFR. Ref. No. 9616031-2017-00005 initial report is past the 30 day deadline for reporting. We are implementing corrective action to avoid similar situation with late reporting in the future. This report is being filed under exemption e2016015 by the manufacturer getinge disinfection ab, (registration no. 9616031) on behalf of the importer getinge USA, inc., (registration no. 3004147784). Additional information will be provided upon results of the investigation.

Event description:
On (B)(6) getinge became aware of an incident where, as stated, the customer fell over the floor due to the water overflowing from the facility drain pipes which were connected with the getinge 86-series washer disinfector. The customer did not provide with information about injury resulted from the described complaint.

Manufacturer narrative:
Getinge received a customer complaint where, it was stated that water had flooded on the floor as a result of an overflowed drain in the water drain system of the device. It is indicated that as a result a customer staff member fell. Information about injury was not provided despite our best efforts. We have not found any similar reportable case. An investigation on this event was performed. In the installation manual for getinge 86-series (600130042, rev. K) it is stated : "the customer is responsible for ensuring that installation qualification, operating qualification and performance qualification according to iso en 15883 are carried out before the product is out into use". The same installation manual includes information about proper connection for the customer drain and it clearly states what requirements must be met when the device is installed at customer's site. It describes requirements for dimension of the drain (min. Dimension is 50 mm and recommended dimension is 100 mm) and capacity of the drain (min. Capacity is 40l/min without drainage cooling and with drainage cooling is 70l/min). The device was inspected at the customer site by the getinge service technician and it was found that the customers' drain system was not efficient enough in the way that could not handle the volume of the water that was discharged from the washer. Therefore the surplus of the water that could not be drained from the machine has flooded out of the drain system directly on the floor. Therefore it was concluded by the service technician that inspected the situation on-site, that the requirements of the facility's drain system described in the installation manual were not met. Responsibility of the installation of the device falls under getinge service technician, however bringing the correct drains capability remains in the hands of the customer facility. Taking under consideration the above it could be stated the root cause of the incident was related with the facility not having the drain installation performed accordingly to the requirements in the installation manual. Not following the instructions given in the installation manual, formally constitutes a use error. In conclusion we have found that the device itself had no malfunction that could cause the event, however the device was connected to the customer drain system and because of the nature of the event we have concluded that the device has partially contributed to the outcome of the event. When the event took place the device was not being used by the user for treatment or diagnosis. We are aware that MFR. Ref. No. 9616031-2017-00005 initial report is past the 30 day deadline for reporting. We are implementing corrective action to avoid similar situation with late reporting in the future. This report is being filed under exemption e2016015 by the manufacturer getinge disinfection ab, (registration no. 9616031) on behalf of the importer getinge USA, inc., (registration no. 3004147784).

Manufacturer narrative:
We are aware that MFR. Ref. No. 9616031-2017-00005 initial report is past the 30 day deadline for reporting. We are implementing corrective action to avoid similar situation with late reporting in the future. This report is being filed under exemption e2016015 by the manufacturer getinge disinfection ab, (registration no. 9616031) on behalf of the importer getinge USA, inc., (registration no. 3004147784). The event is being investigated. Additional information will be provided upon results of the investigation.